Event description:
It was reported that the customer was hospitalized due to a hyperglycemic coma. The customer's blood glucose reading was 125 mg/dl at the time of the report. The insulin pump alarm during the phone call. Nothing further was replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.